Manufacturer narrative:
The returned screw was evaluated. The tulip head was found to be stuck in a locked position. The cause is attributed to the mechanical forces placed on the device as it was locked into place with the mating rod and closure top. The tulip locked as intended. There are no expectations for the tulip to regain its polyaxial motion after it is unlocked from the corresponding rod and closure top after it has been implanted within the body for a length of time. The screw is intended for single use only. Therefore, the screw did not malfunction. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions for post-operative expectations.

Event description:
Initially, there was no allegation of malfunction associated with this pedicle screw; it was removed during a revision surgery unassociated with this screw. However, device evaluation performed by zimmer biomet personnel found that the tulip was stuck and would not rotate as expected. The screw was replaced with an alternative screw during the procedure. There were no patient impacts in relation to this screw.